Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-10552 and 2134265-2016-10553. It was reported that the patient died. Vascular access was obtained via the femoral artery. The 32mm in length, 3.5mm in diameter, eccentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Angiogram revealed that the "artery was full of thrombus". The rca lesion was pre-dilated and a 3.5x32mm promus premier(tm) drug eluting stent was advanced but was unable to cross the lesion. The procedure was completed by implanting a 3.0x20mm, 2.75x38mm, and 3.5x38mm promus premier drug-eluting stents. Patient was given gpiib/iiia inhibitors. However, the patient died. The cause of death is unknown.